Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was 205 mg/dl at the time of the call. The customer stated that they used the battery shipped to them but it did not resolve the issue. The customer declined troubleshooting and stated that they will try the energizer battery they have on hand instead. The customer did not return the product back for analysis.